Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that interrogation of this device was unsuccessful despite troubleshooting efforts. A magnet reset was performed and device interrogation was successfully performed. No adverse patient effects were reported.